Event description:
Additional information was received from a consumer who reported therapy had been off for a couple days so their symptoms had returned and ¿everything was harder to do now.¿ during the call the consumer was able to initiate a charge session and had poor coupling but was then able to achieve 8 coupling bars eventually. It was reviewed the consumer would need to charge the implant up to at least 25% to turn therapy back on (the battery was depleted). The consumer didn¿t know where their programmer was, so they were redirected to their healthcare provider (hcp) to turn therapy back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported not seeing the lightening bolt on the recharger screen for a few days. The consumer stated it was possible they let their implantable neurostimulator (ins) charge get too low. The consumer had now charged and wanted to turn therapy on, but didn¿t remember having a programmer, so they were redirected to their healthcare provider (hcp). Additional information was received from the consumer and manufacturer representative (rep) reporting that the patient is not seeing the lightening bolt on recharger about 5-7 days ago, may have been longer. The recharger shows the implantable neurostimulator (ins) is charged. The patient had foot surgery about 2-3 weeks ago and has not noticed seeing the lightning bolt since then. They do not remember if the ins was turned off before surgery. The rep will meet with the patient to turn the ins back on. Additional information was received from the rep reporting the patient does not remember how the ins got turned off. The rep will be meeting with the patient at the healthcare providers office on 9/10 to troubleshoot. Additional information was received from a manufacturer representative (rep) reporting that the implant was turned back on.